Manufacturer narrative:
A2. Reported patient age (60 years) is the mean age from all patients included in the study. A3. Reported patient sex (female) is representative of the majority of patients (77.4%) included in the study. B3. Reported event date is date article was initially published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Abramyan, a., roychowdhury, s., sundararajan, s., tran, d., samaan, m., & gupta, g. (2025). Single-session and staged combination of pipeline embolization device and woven endobridge device for complex aneurysms: techniques and lessons learned. Operative neurosurgery (hagerstown, md.). Https://doi.org/10.1227/ons.0000000000001769 medtronic review of the literature article found a retrospective review of patients who underwent aneurysm treatment with pipeline embolization device (ped) and the non-medtronic web device. Some patients underwent treatment with both ped and web devices; this group was further analyzed for single versus staged intervention. Of the other adverse events reported in this article which did not result in death, none resulted in permanent deficits, and all patients recovered to a favorable clinical status. One patient in the ped-only group experienced aneurysm re-rupture and underwent additional embolization to secure the lesion.